Event description:
The following has been reported: biomed reported: upon turning on pump unit comes up with flashing red lights and states pump problem. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for a pneumatic valve actuation failure (valve 1). Upon return, the device exhibited a pump alarm at start up and failed recharge test. A diagnostic air compressor was installed and the device passed. The air compressor will be removed and replaced during the repair process. No other internal damage was found.